Event description:
At the end of an atrial fibrillation (af) procedure, a pericardial effusion occurred. Following completion of line ablation encircling the left pulmonary veins, the patient became hypotensive. A transthoracic echo performed revealed a pericardial effusion had occurred. A pericardial drain was placed and approximately 1l was removed the pericardium and re-transfused to the patient. The bleeding was unable to be stopped and the patient was taken to surgery for a hole at the base of the left appendage. The patient is currently in stable condition in recovery. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. However, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.